Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of an greater than 30mm right iliac aneurysm. During the index procedure the right common iliac artery was very tortuous with a right angle bend noted at the iliac bifurcation (common, internal and external). The right hypogastric artery was coiled with a limb placed in the external and an additional self-expanding stent as the external appeared narrow on angiogram. It was reported post the index procedure the right limb of the stent graft became occluded. The physician elected to complete a fem-fem bypass on the evening of the index procedure and the event resolved . Per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.